Event description:
It was reported that the doctor completed the placement of a vena cava filter and noticed on an xray the legs did not open. The reason for the suprarenal placement was thrombosis, and the approach was jugular. The doctor used a cone retrieval system and removed the filter successfully. He then put in a different filter. Upon examination of the filter, it was noted that there were chunks of clots on it, indicating that it may have been deployed into a clot, which could account for the legs not opening. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the filter appeared to have a large segment of dried tissue in the apex. All the filter arms, legs/hooks were present and intact. The filter was cleaned. Heat was applied to the filter and the filter took shape. All measurements taken were within specifications. As the sample was received, the result was unconfirmed for legs not opening up, product meets specification. Without the requested x-ray for evidence, the result of the investigation was inconclusive, root cause unk. Most probable root cause of complainant issue was placement of the filter into a clot as described by the user. The current IFU (info for use) states the following: if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guide wire and introducer sheath.